Event description:
It was reported that multiple cartridges did not fit onto the pump. The customer reverted to an alternative method of insulin delivery. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.